Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). The peritonitis event occurred on an unspecified date in (B)(6) 2015. The reported product is an unknown baxter transfer set. Should additional relevant information become available, a supplemental report will be submitted. This report references the same patient as (B)(4).

Event description:
It was reported a patient experienced a connection issue that resulted in peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was initially reported to be unknown; however, the patient later reported that they recalled one morning the minicap was missing from the transfer set and felt that this was what could have caused the peritonitis. The patient stated there were no known issues with the transfer set or minicap. It was reported the patient was hospitalized for the event, on an unknown date two months prior to receipt of this report. The patient reported they could not remember what treatment was provided for the event. The patient was discharged from the hospital on an unknown date, the same month as admission. At the time of this report the patient was recovering from this peritonitis event. (Pd) therapy was ongoing. No additional information is available.